Manufacturer narrative:
Additional information: device lot # provided the device was being used to treat a lesion located in the bifurcation of the circumflex (cx) and obtuse marginal (om). There was a previously implanted stent placed in the cx to om, as well as a previously implanted stent in the proximal cx. It was reported that some in-stent-restenosis (isr) was present. The resolute onyx stent was intended to be used to treat both in-stent restenosis of the previously deployed cx/om stent and areas of disease. Resistance was noted when attempting to pass the resolute onyx stent through the previously implanted stent in cx and to the om. The resolute onyx stent and delivery system were pulled back toward the guide catheter when delivery difficulties were encountered. When pulling back the stent and delivery system it was noted that the stent was off the balloon. The resolute onyx was noted to be sitting from the proximal cx into the lmca at a 90 degree takeoff. Resistance was noted during attempted withdrawal. It was stated that upon pulling out the stent the vessel shut down. It was later reported that the patient passed away. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: one delivery system and a dislodged stent attached to a snare were received for analysis. Kinks were evident on the hypotube and transition shaft, tactile testing confirmed kinks. A stop cock was attached to the luer of the device. The dislodged stent was stretched and bunched. The distal tip was deformed. Bunching was evident to the inner member immediately proximal and distal to the proximal marker band, resulting in the markerband positioned inside the proximal balloon fold. The balloon folds were intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the obtuse marginal (om). The device was inspected with no issues noted. The lesion was pre-dilated. It was reported that stent dislodgement occurred during delivery to the lesion. It was stated that the dislodged stent was removed using a snare. It was reported that a dissection of the left main, circumflex and obtuse marginal occurred, the patient was placed on impella. The patient was reported to be alive with injury.